Event description:
A customer reported a malfunction with their pump, but no specific events occurred prior to it. The impact on the customer's blood glucose level was not disclosed. Technical support was set to replace the pump, but the customer opted to set up and use a new warranty-covered pump. Attempts by cts to follow up with the customer were unsuccessful, leading to the closure of the case. Meanwhile, the customer planned to contact their healthcare provider to arrange backup insulin therapy while preparing to set up the new pump.